Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. The bottom case was cracked by battery compartment area. Right plunger case cracked by the top screw. Device contaminated on bottom case. Error history log review found a motor rate error. The root cause of the reported issue was found to be due to normal wear. The pump was over 15 years old. Actions were taken to mitigate the reported issue: replaced the motor assembly. Replaced the entire worn out drive train components. Cleaned, greased and calibrated the device..

Event description:
It was reported that the pump had a motor rate error/ damaged internal component . No patient injury was reported.